Event description:
Surgeon asked rep if the implants used in the patient's left hip were subject to any recalls. The surgeon reported that the patient was having issues.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation. Review of the device history records indicate devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. The following devices were also listed in this report: tridentii hemi cluster48d; cat# 702-11-48d; lot# 77592101 v40 cocr lfit head 36mm/+10; cat# 6260-9-336; lot# we4wn0 size 2 accolade ii 127 deg; cat# 6721-0230; lot# 77607803 6.5mm low profile hex screw 25mm; cat# 7030-6525; lot# xy9a 6.5mm low profile hex screw 30mm; cat# 7030-6530; lot# yefh it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.